Manufacturer narrative:
Age/date of birth (years): 25-82 (mean age of 61 years). Sex/gender: 47 men and 19 women. Weight & ethnicity: information unknown, not provided. Date of event: exact dates not provided, article acceptance date is january 6, 2021. Serial number: unknown, information not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: the UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as product serial number was not provided. (B)(4). Citation: liu, j., fan, w., lu, x., peng, s., sutureless intrascleral posterior chamber intraocular lens fixation: analysis of clinical outcomes and postoperative complications, (2021), hindawi journal of ophthalmology; volume 2021, article ID 8857715, pp.1-7 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: sutureless intrascleral posterior chamber intraocular lens fixation: analysis of clinical outcomes and postoperative complications a retrospective study was done to report a technique for performing sutureless intrascleral fixation of a posterior chamber intraocular lens (pc-iol) and analyzing the clinical outcomes and postoperative complications. A total of 68 eyes of 66 patients underwent either phacoemulsification, ultrasonic fragmentation, or lensectomy. The patients were implanted with a standard 3-piece folded iol either acrysof ma60ac (alcon) or tecnis za9003 (amo). Postoperative complications include transient intraocular pressure (iop) rise (4.5%), hyphema (n=2 patients), vitreous hemorrhage (n=1 patient), macular edema (1.5%), haptic exposure (n=2 patients), and pupillary capture with iris depigmentation (n=6 patients). The postoperative mean iol tilt was 2.4 ± 1.7°, and the mean decentration was 0.35 ± 0.21 mm. Nd:yag laser iridotomy was performed on one patient with pupillary capture with iris depigmentation. For patients that experienced haptic exposure, the surgeons had to suture the scleral dissections and tunnels as treatment. It is not clear if these complications occurred in the eyes implanted with tecnis za9003 (amo) or the other product. A copy of the article is provided with this report.